Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head device is not recognized by the processor. The issue occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The cable unit is twisted, causing the endoscopic image to fail. Based on the results of the investigation and the condition of the returned device, it is believe that external stress was applied to the subject device, ultimately leading to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.